Event description:
It was reported by a customer on (B)(6) 2011 during the procedure the laser system displayed error message codes in the 700s. Per the customer, it was unknown as to the actual error message codes that occurred. The laser went into safety shutdown. The physician was able to re-start the laser system. The procedure was completed. No patient injury was reported.